Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level ranging that was displayed as ¿low¿; however, a specific value was not provided to 67 mg/dl; cause was unknown. Customer required assistance consuming cereal, juice and "unplugged the tubing from site" to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.